Event description:
Pt had hip replacement surgery on (B)(6) 2010, since then she has had complaints of clicking noises, pains in her groin and now she has traces of chromium and cobalt metal in her blood. Her doctor will replace hip on (B)(6) 2012.